Event description:
Hcp reported the pt presented with an infection of the device pocket in 2002 as evidenced by fever, redness, swelling, and incisional wound opening. The physician had used the previous incision site scar to place this pump and states this increases a pt's chances of developing an infection. A culture of the pocket was positive for both strep and staph. The pt was treated with IV antibiotics and device system explant. The infection resolved with no problems with drug withdrawal. The pt had a risk factor of diabetes.